Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. During visual inspection smoke stains were found on the side of the ac adapter. Internal inspection also revealed a burnt fuse. The unit is un-repairable and scrapped per customer request. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ac adapter was damaged. The customer reported that after completing a mission, there was a prominent electrical odor in the cabin. The aircraft landed immediately and during inspection of all of the systems there was a very strong electrical smell coming from the ltv charger. The charger was immediately disconnected and smoke stains were observed on the side of the charger. It is unknown at this time whether there was any patient involvement associated with this complaint.